Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(4).

Event description:
It was reported a patient incident occurred, resulting in death. The user indicated the alarms for ventricular tachycardia and ventricular fibrillation were missing, which resulted in a delay in care. No other clinical information or medical intervention was provided.

Manufacturer narrative:
A philips field specialist (fs) went onsite to evaluate the device and pull the logs to be further evaluated by a philips product support engineer (pse). The fs troubleshot the device and there were no issues present. The fs tested the device, and it passed performance verification testing (pvt) working to specification. The philips pse evaluated the logs provided by the customer and concluded the following. According to the information in the email and product incident malfunction report (pimr), the event was at ~11pm on the 18th oct. When looking to the audit logs (auditdata c1tele1 2024-10-18-09.33.12 2024-10-22-09.33.12.xlsx), it is clearly visible that there have been several red alarms coming from the mx40 (c1tele1) which have been announced at the central. Red asystole, red ventricular tachycardia, as well as red ventricular fibrillation/tachycardia alarms have been reported during the time of event but also much earlier. Alarms were silenced at central station; therefore, a user most likely was aware of the alarms. The device worked to specification. No further investigation or action is warranted at this time.